Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be bent. Fluid was observed exiting the distal tip of the soft cannula and no signs of leakage were found along the fluid path during leak test. The downloaded data showed an increase in pulse widths during bolus, however, no hazard alarm was generated and the device was deactivated by the user. It could not be conclusively determined when the bend in the exposed portion of the soft cannula occurred or if it contributed to the observed timeouts. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient¿s mother reported her son's blood glucose read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) with ketones present after wearing the pod longer than 48 hours on the abdomen. Hyperglycemia treated by removing the pod.